Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact could not complete the load process. There were no alarms observed. The contact declined further troubleshooting the issue. Tandem technical support assisted contact with loading cartridge and had resume insulin. The customer's blood glucose was 350 mg/dl. The contact treated the customer with an injection and a back up pump.